Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient information was not communicating in a timely manner there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server patient information was not communicating in a timely manner. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date, imdrf annex codes. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that delay in message transaction going back to epic from pyxis. A technical support specialist dialed into the server ran server down time query, but no delay was found. The customer mentioned issue was in two different devices, found that no delay in message processing in interface but delay in transactions going back to epic from pyxis but delay was not in carefusion coordination engine (cce). Product support engineer (pse) found outbound query was set to one minute which cause delay about 5 to 8 minutes, then changed outbound query to 30 seconds per knowledge article (medstation es configuring messaging polling interval times and message processing speed maximum amount of processing messages reached, skipping dequeue). The server was running with 8gb of ram, and during peak times it reached up to 95% memory usage. This high utilization slowed multiple processes, including outbound message delivery and purge tasks, found third party antivirus were installed but it was allowed only for software only deployments. The maintenance service on server was set to delayed start which caused to purge failure. Advised customer to remove crwodstrike and eset from server. Tss mentioned no slowness were reported and antivirus issue was escalated to higher management and new case will create if issue was reoccurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient information was not communicating in a timely manner the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.